Manufacturer narrative:
Upon disassembly, corrosion was discovered in the driveshaft, bearings, and motor.

Event description:
It was reported that the core impaction drill heated up during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.